Event description:
Twenty two pts samples with discrepant crp results, units of measure mg/dl. Pt 1: female, initial result 17.10, repeated twice, results were 0.04 and 0.06. Pt 2: male, initial result 17.10, repeat 2.75. Pt 3: initial result 17.10, repeat 0.06. Pt 4: initial result 17.10, repeat 0.08. Pt 5: initial result 17.10, repeat 0.18. Pt 6: initial result 17.10, repeat 0.34. Pt 7: initial results 17.10, 0.19. Pt 8: initial result 17.10, repeat 0.56. Pt 9: initial result 17.10, repeat 0.09. Pt 10: initial result, 17.10, repeat 0.12. Pt 11: initial result 17.10, repeat 0.08. Pt 12: initial result 17.10, repeat 0.85. Pt 13: initial result 17.10, repeat 7.84. Pt 14: initial result 17.10, repeat 0.57. Pt 15: initial result 17.10, repeat 2.40. Pt 16: initial result 17.10, repeat 0.07. Pt 17: initial result 17.10, repeat 0.15. Pt 18: initial result 17.10, repeat 0.19. Pt 19: initial result 17.10, repeat 0.03. Pt 20: initial result 17.10, repeat 3.80. Pt 21: initial result 17.10, repeat 0.09. Pt 22: initial report 17.10, repeat 0.09. If additional info is received, update will be provided.